Event description:
Patient states he never had adequate stimulation on the left side. Recently, he had oral work done and x-rays showed his two leads are touching and one has dropped down two electrode spaces. Additional information has been requested.

Manufacturer narrative:
(B) (4).